Manufacturer narrative:
Device was used for treatment, not diagnosis. Part number, lot number and UDI number are unknown. A partial part number (214.0xx ) was provided by the reporter device was implanted on an unknown date without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.5mm titanium cortex screw of unknown length broke. On an unknown date, the patient underwent a periacetabular osteotomy procedure. On (B)(6) 2016, the patient underwent a planned hardware removal after fracture healing. It was reported that the head of a 4.5mm cortex screw broke; it is unknown when the implanted device broke. All pieces were retrieved and no fragments were left behind. The procedure was successfully completed without delay and patient outcome was stable. This is report 1 of 1 for (B)(4).